Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 54 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer mentioned that they fell out of bed and injured their hip because of the low bg. No additional patient or event information was available.